Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the user tried to release the polyloop but the slider of the device was not moved. The user cut the sheath and removed the proximal part of the device. The polyloop was released. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".